Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 and pacing is not possible with the pacing cable connected. Both the main pacing port and the direct pacing port have been connected and tested, but they are unable to pace. No pacing was allowed on this emergency pacing.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto 3 and pacing is not possible with the pacing cable connected for emergency pacing. The complaint history of the system was reviewed, and one more similar issue occurred and it was confirmed that the issue was resolved by replacing the faulty pacing cable with a replacement one that was delivered to the customer. System ready for use. The history of customer complaints reported during the last year and associated with carto 3 system #66207 was reviewed. No similar additional complaint was found. The suspected pacing cable associated with this complaint has not been returned to manufacture for further analysis. Since the complaint is not associated with any adverse event and/or safety concerns and since the item is not available, the complaint analysis conclusion is based on the available information. If and when the associated system/part is received, analysis will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).